Event description:
Customer reported that 2 out of 11 samples showed negative results for blood on the instrument. Both the samples were re-tested on the instrument, showed positive results for blood. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant blood results is unk.